Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported an unsatisfactory refractive result after implantation of an intraocular toric lens implant. The surgeon is thinking the wrong strength was delivered from what was written on the package. The axis of the lens is 6 degrees off from what was planned. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.10.new information provided stating that this record is a duplicate of mfg# 1119421-2020-00406. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.1., d.4., and h.4. The manufacturer internal reference number is: (B)(4).